Event description:
It was reported while using bd insyte¿ IV catheter 20 g x 1.16 in. The catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: this feedback from operating room of anesthesia department. Nurses complained that the needle is blunt when inserting IV catheter. When failing in inserting catheter, nurse withdrew catheter and saw that the catheter was broken at the tip.

Manufacturer narrative:
Investigation summary: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of needle through catheter was confirmed upon inspection of the photos, but the reported defect of needle dull / blunt was not confirmed since the photos were too zoomed out to evaluate for that defect. Bd cannot confirm the cause of the failures to our manufacturing process since no sample was returned for evaluation.

Event description:
It was reported while using bd insyte¿ IV catheter 20 g x 1.16 in. The catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter: this feedback from operating room of anesthesia department. Nurses complained that the needle is blunt when inserting IV catheter. When failing in inserting catheter, nurse withdrew catheter and saw that the catheter was broken at the tip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.